Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual inspection of the as returned product identified significant signs of bone tissue attachment due to trephining, and the implant is confirmed to be fractured at the collar. The patient is noted to have a history of clenching and bruxism, which can lead to fracture. The reported product was located on tooth # 9 and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and fracture. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient's prosthodontist noticed that the platform of the implant was fractured due to the patient's parafunctional habit. A bone grafting was done after removal of the implant and the patient will need to return for an additional visit after healing to place the new implant. The reported event is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to fracture. Tooth location 9.